Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided.

Event description:
A left knee revision procedure has been indicated approximately eleven years post-implantation due to instability; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that patient underwent a left knee revision procedure approximately 11 years post-implantation due instability.